Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a regulatory report by a physician from (B)(6) of aseptic peritonitis in a (B)(6) male patient coincident with extraneal viaflex therapy. This report was obtained during a search of the (B)(4) authority website by baxter (B)(4). On (B)(6) 2008, the patient began treatment with extraneal viaflex, 2l, daily, intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced aseptic peritonitis and was hospitalized that same day. On an unreported date, the patient was treated with augmentin (amoxicillin), orally, for one week (dose was not reported); mycostatin (nistatin), orally, for one week (dose was not reported); and an unspecified antibiotic, ip (dose and frequency were not reported). On (B)(6) 2010, the patient recovered and was discharged from the hospital. On (B)(6) 2010, extraneal viaflex was discontinued, and it was not reported whether the patient was switched to a different solution. The physician did not provide as assessment of causality for the event of aseptic peritonitis. No further information was available.